Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2015 due to pain caused by an adverse metal reaction. During the procedure the femoral head could not be removed from the femoral, the surgeon performed an osteotomy to remove the entire femoral component. There was a delay in the procedure of approximately 1.5 hours. Patient is bilateral, however there have been no reported complications for the left hip.